Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 7 conforming clips and then the jaw disengaged from the cam and ejected the remaining 4 clips. No conclusion could be reached as to what may have caused the jaw issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap chole procedure, the device misfired. Another device was used to complete the procedure. There was no pt consequence.